Event description:
On (B)(6) 2008, the pt underwent a triple arthrodesis of the left foot, tendo-achilles lengthening, and bone marrow aspiration of the left calcaneus. A cancello-pure 6mm cotton bone wedge xenograft was implanted. On (B)(6) 2009, the pt underwent revision surgery due to fractured hardware and non-union.

Manufacturer narrative:
Medical records were submitted to rti on (B)(4) 2009 from the physician. Investigation in progress.